Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pocket pain. It was noted that the right atrial lead had no slack. The lead was explanted and replaced. The patient was fine post procedure.